Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 212 mg/dl. The customer stated that he ran out of insulin in the insulin pump, changed out the reservoir and infusion set, rewound the insulin pump, and now received the no delivery alarm. He stated that he was trying to perform an infusion set change when the alarm occurred. Upon troubleshooting, insulin did exit the tubing during a manual push with a plunger. It was determined that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.